Manufacturer narrative:
On may 22, 2023, mentor received additional information clarifying that this device did not have any issue. It was reported that only the patient's right side breast prosthesis was deflated (see report number 1645337-2023-05348). There is no complaint against this device, and this event does not meet the criteria for MDR reporting. Section h6-medical device problem code (a27): no product quality issue. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Section e1. Initial reporter phone: (B)(6). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with a 275cc mentor smooth round moderate profile saline breast prosthesis and experienced a deflation on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2023.